Manufacturer narrative:
(B)(4). Other remarks: for related complaint see MDR #1219856-2017-00282 and (B)(4).

Event description:
It was reported that the event occurred in the cath lab. The pump would not start after it was switched on. After cross examination with another power supply, the pump powered on, but display screen was completely white. As a result, the power supply was replaced with a new one. Additional information received from the sales rep that the intra-aortic balloon pump (iabp) received preventive maintenance. The machine was not on use on patient at that time and it was a preventive maintenance/ breakdown call. No patient complications were reported.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "unable to boot up" is confirmed. The screen was blank, and there was no voltage output from the power supply. Rust/corrosion was found on the internal and external of the power supply. Although, the root cause of the rust/corrosion is undetermined a potential cause of the rust/corrosion is a result of high humidity. A device history record (DHR) review was conducted for the iap serial and lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This issue will be monitored for any developing trends. No further action required at this time. For related complaint see MDR #1219856-2017-00282 and tc # (B)(4).

Event description:
It was reported that the event occurred in the cath lab. The pump would not start after it was switched on. After cross examination with another power supply, the pump powered on, but display screen was completely white. As a result, the power supply was replaced with a new one. Additional information received from the sales rep that the intra-aortic balloon pump (iabp) received preventive maintenance. The machine was not on use on patient at that time and it was a preventive maintenance/ breakdown call. No patient complications were reported.